Manufacturer narrative:
The investigation determined that two discrepant patient reports were obtained when compared to the information displayed by the lis system. The root cause of the event was determined to be user error due to improper use of sid numbers. The vitros 350 system in use during the events was operating as intended. The customer reused sids without ensuring the previously programmed sid was processed to completion or deleted prior to reuse. The technical solution center (tsc) reviewed information contained in the ¿sample ID reuse¿ section of the vitros 350/250 chemistry system operator's manual on page 7-7 which describes how to properly manage sid numbers that were previously used and not processed to completion or deleted. In addition, the tsc assisted the customer in deleting old pending sample programs on their vitros 350 chemistry system.

Event description:
The customer reported that two discrepant patient reports were obtained when compared to the information displayed by the lis system. Event 1: correct assays were displayed on both the patient report and the lis system, but the information was associated with the wrong patient name. Event 2: correct patient name was displayed on both the patient report and the lis system, but the incorrect assays were processed. No mis-associated results were reported out of the laboratory. However, patient sample results miss-associated with the incorrect patient could lead to inappropriate physician action if occurred undetected. There was no report of harm to any patients as a result of this event. (B)(4).